Event description:
It was reported by that a bd pyxis anesthesia es system displayed full sync required on screen. According to rss, the drive c was full. The customer also reported that a user was logged off when dispensing a med. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device prompted full sync required on screen. The field service engineer visited the site for better symptom/problem description. Field service engineer confirmed that customer had been able to get it powered back up and the system was functional about an hour after event. The system functioned as intended after the field service engineer accessed the device. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station displayed error, "full synchronization required on screen". A technical support specialist completed full synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drive c was full and timed out, user was logged off when dispensing a medication. There were no adverse events or injuries reported based on this event.